Manufacturer narrative:
Updated h6: codes: investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with knee implant(s), columbus. The initial procedure was performed on (B)(6) 2020. According to the complaint description, the a revision of the implant was necessary due to an infection. The device code is unknown. A revision surgery was necessary. The implant was removed and there was a conversion to antibiotic spacer. Additional information was not provided. Results of x-rays were not available. The adverse event is filed under aag reference (B)(4).